Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient experienced arrhythmias including bradycardia while being treated with the philips innercool rtx system. Bradycardia and other arrhythmias are recognized complications of hypothermia and are described under the warning section of the rtx product IFU. At the time of the event, the patient temperature displayed on the rtx console was 38-40c with a target temperature of 36.0c. The temperature sensor being used by the rtx console was a 10.7f accutrol catheter which was placed in the inferior vena cava. The patient's temperature was also being monitored by a secondary independent ge foley/bladder temperature probe connected to the vital signs monitor in the room. This displayed a reading of 29c at the time of the event. An esophageal temperature sensor was substituted for the accutrol catheter sensor and it confirmed that the bladder temperature of 29c was indeed accurate. The esophageal temperature probe was used to continue therapy with the rtx system and the patient was returned to the desired level of hypothermia. The patient was treated for bradycardia and there were no further sequelae.